Manufacturer narrative:
A preliminary review showed there were no manufacturing rejects or anomalies of this event type recorded in the device history record. The product in question has been received and has entered the investigation process. Conclusion not yet available as the investigation is on-going.

Event description:
It was reported that during surgery (although asked, type of procedure not reported) that two introducers were fraying and bending, the introducer splitting apart, while entering the incision. The physician observed this issue while entering the introducer to the incision. A third introducer was used to complete the procedure with no reported issues. It was reported that there was no injury or impact to the patient and was reported to be stable. Although asked, no other patient details or incident specifics were provided.

Manufacturer narrative:
Device misplaced at manufacturing facility. Based upon provided images, it appears that the tips of the sheaths were damaged beyond normal use of the product. It is difficult to tell from the images if there were any partial or pre-splitting of the sheath itself. No bends/kinks were observed in the product images. The cause of the damage is inconclusive. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Per procedure adelante - s introducer sheath in process and final inspections visual inspection : a) with naked eye verify the assembled sheath matches the specification. B) with the naked eye, verify sheath is free of kinks, dirt and any other damages. C) ensure parts are free of loose or embedded fm, flash, sinks, etc. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.